Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# 0219201683, implanted: (B)(6) 2021 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they had experienced skin erosion at the device pocket. The doctor has scheduled to move the devise to a contralateral position.